Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital for an unrelated event. Auto mode switch episodes were observed due to competitive pacing and premature ventricular contractions. Programming changes were made. The patient will continue to be followed normally.